Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event.

Event description:
Additional information was received from a company representative indicating that the pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed low battery reset undetermined cause. Pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative receiving dialudid 20mg/ml at min rate mode via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported a critical alarm was occurring, active, low battery reset and safe state that began (B)(6) 2015 @ 1406 and confirmed via event logs. The remainder of the event logs were normal per the reporter. The pump was in min rate mode and the reporter did not know what the original simple continuous dose was. The patient was asymptomatic. The patient heard the audible pump alarm and was unable to receive a ptm bolus dose last night (B)(6) 2015 due to the issue. At the time of the report the patient and the company representative were at the hospital. The reporter planned to confer with the healthcare provider and the patient. It was further noted that the patient called the nurse on call on (B)(6) 2015 at 9:30 pm reporting an 8784 code from the patient's ptm. The patient was seen hospital the morning of (B)(6) 2015 and the pump logs read pump reset low battery. The physician ordered the pump to be set at minimum rate and the patient was seen by the ER physician for oral medication. The patient was to see the pain physician on call (B)(6) 2015. The plan was to replace the pump but the date has not been determined. The patient was maintaining well with the oral medications until the pump is replaced. The cause of the low battery rest has not been determined but the pump will be returned for analysis when the surgery was scheduled. As of (B)(6) 2016 a date had not been set yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.